Event description:
It was reported that the unit was returned from the patient for cleaning and testing. During testiing, the technician received a shock and unit arched and sparked. A second technician tried to check the unit and the same thing happened to him.